Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the patient was hospitalized for more than 7 months and the bed the patient was on solved the issue of a pressure ulcer. The account alleged the patient then developed a huge sacrum pressure ulcer which needed surgery and the installation of a vacuum system.